Event description:
Information received indicates, one of the siderails is broken.

Manufacturer narrative:
The hill-rom technician found the siderail latch was sticking. The technician cleaned and lubed the siderail latch to repair the bed.